Manufacturer narrative:
The reported events of high pacing impedance and lead damage were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Additional information was received indicating the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, high pacing impedance was noted on the right ventricular (rv) lead. Lead insulation damage was suspected but was not confirmed. Technical support was contacted and suggested further monitoring. No intervention has been performed at this time. The patient was stable and will continue to be monitored.